Manufacturer narrative:
(B)(4). G2- japan h3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface didn¿t mate with tibial plate. The surgeon carefully tried to insert it, after that, it was discovered that the back side of the articular surface was deformed. The surgery was completed with another articular surface. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g2, g3, g6, h1, h2, h3, h6, and h11 visual examination of the returned product shows that it exhibits signs of use (dings and scratches on the bottom surface as well as in and around the extraction slot). The dovetail feature shows signs of damage (both compressed and flared) as well as numerous dings. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. The root cause is attributed to a failure to follow instructions. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.